Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the device was returned with the firing trigger broken and with a cartridge loaded in the device. The cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was fired 1/3 and the left side was 1/2 fired. The cartridge was disassembled to verify the condition of the spring cartridge lockout and was found normal. No functional test could be performed due to the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric procedure, the device misfired and then the handle broke. They got a new one to complete the procedure. There was no pt consequence.